Event description:
It was reported that the lead was attempted but not used during the implant procedure. The helix of the lead would not extend for fixation. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix distorted/compressed.